Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. This is 1 of 2 related events. The following information was provided by the initial reporter: consumer reported, when taking injection, the patient end bends stated, the pen needles are "dull" stated, the non patient end does not "seat" properly. He just keeps turning and it never latches on stated, he's experiencing a needle clog when trying to take injection.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 08sep2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. This is 1 of 2 related events. The following information was provided by the initial reporter: consumer reported, when taking injection, the patient end bends stated, the pen needles are "dull" stated, the non patient end does not "seat" properly. He just keeps turning and it never latches on stated, he's experiencing a needle clog when trying to take injection.